Event description:
During the initial implant procedure, it was not possible to fully insert the lead into the atrial port. Additionally, it was difficult and took several attempts to fit the lead into the left ventricular (lv) port. A new device was selected and successfully implanted to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
The reported event of connection problem and difficulty to insert lead were not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. The device image indicated the device was within normal range of operation. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of the device¿s header connector ports found no anomaly contributing to reported event. Further analysis of the device¿s lead impedance, sensing, pacing, and high voltage charging were found to be normal.